Event description:
The withholding of normal treatment including the failing of replacing one time use only inner cannula and 30-day replacement of tubing. Consequence: significant pain through the 7 month period it went unreplaced. Sign of problem: significant cough, chest pain, blocked ear, sore throat, etc. All indicative of infection. Positively tested for infection. Also did not undergo treatment.